Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected fromank bal postc/3strai catalog # 17-3153 to ank bal.base nar c/1,5 catalog # 31022530. This is a follow up report for this corrected information. Correcting UDI # from (B)(4). This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted. This event is reportable, per 21 cfr part 803. The device was not evaluated, because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported, that a patient experienced a dental implant loss.